Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <peeling off coating on insertion section> the exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, there was the possibility that the reported phenomenon was attributed to physical stress, chemical stress and/or storage environment of the subject device. <foreign material remains on insertion section> the exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the event was caused by insufficient reprocessing. The instruction manual of the subject device states cautions regarding the reported phenomena. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the coating of the insertion tube was partially peeled off and foreign material had been remained on the insertion section. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.